Event description:
Plaintiff alleges experiencing allergic reactions due to the repeated exposure to latex containing products. As a result plaintiff alleges experiencing anaphylaxis, asthma, rhinitis, respiratory problems, tightness in the chest, throat swelling, skin rashes, hives, contact dermatitis, extreme discomfort and will therefore be incapacitated from her normal functioning.